Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023 was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar implant procedure performed on an unknown date. The patient has a rectal wall infiltration. The patient's radiation treatment is delayed until the hydrogel absorbed. The patient condition was unknown at the time of this procedure.